Event description:
A zoll distributor returned lsn (B)(4) to report the electrode belt therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open pulse wire in the trunk cable. The cause of the test failure is the open pulse wire. The root cause of the open wire was excessive force. No adverse event resulted from the defective belt.